Manufacturer narrative:
Other text: circulating which made the temperature rise and the over temperature alarm go off. The root cause of the event is a faulty pump. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).

Event description:
It was reported that there was a temperature issue. There was no patient involvement and no patient or clinical injury.

Manufacturer narrative:
B3: date of event and d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.